Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this. We will file a f/u MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that the table top appeared tilted about 1.5 degree clockwise on the 0.44 sec rotation speed images. Per the CT system specialist, the image rotation calibration failed to produce the correct rotation offset value. The philips field service engineer (fse) confirmed there was no harm to a pt, operator or bystander. Per the fse, when he was performing the original image rotation calibration after a version 3.5 software upgrade, he did not receive a prompt to place the curser on the left and right water level on the screen and no message was received that the calibration did not complete successfully. When the fse went to redo the rotation calibration test he did receive a prompt to place the curser on the right and left water level and this time it updated the file with the correct value.